Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A supply change was performed to resolve the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 61-130 mg/dl.